Event description:
Isolated incident of control syringe failure to make tight connection with manifold. This resulted in an air embolus delivered into the left coronary artery during injection of contrast. Pt developed chest pain and preparations were made to insert iabp. This episode was transient and the pt was stabilized.